Manufacturer narrative:
(B)(4).

Event description:
It was reported that the one piece healing abutment (ismha32) fractured inside of the implant (nint3213). The screw was unable to be removed and the implant was explanted.

Manufacturer narrative:
One nanotitee implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on healing abutment placement as well as recommended torque values. In the case of biomet 3i certain straight healing abutments, it is recommended to torque at 20ncm. A root cause cannot be determined. (B)(4). Event or problem were re-entered as these fields are required.

Event description:
It was reported that the one piece healing abutment (ismha32) fractured inside of the implant (nint3213). The screw was unable to be removed and the implant was explanted.